Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following the sensor implant procedure, a manufacturer representative was unable to calibrate the hf sensor due to due to signal acquisition. Troubleshooting was tried to no avail. However, the sensor was calibrated successfully the next day. It was also reported, due to patient¿s health condition (unknown). He was admitted for medical treatment.